Manufacturer narrative:
Additional info will be provided once investigation is complete.

Event description:
It was reported that the product was being used during surgery when the tip of the blade allegedly broke off. Another device was available and was used to successfully complete the procedure. There were reportedly no adverse consequences.